Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause could be due to kinks, leaks in the vacuum circuit or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2020 the device displayed a full blockage alarm, troubleshooting steps were performed and the issue was solved. On (B)(6) 2020 the blockage full alarm was displayed again and further troubleshooting steps were performed and the issue was solved. The customer was advised that the soft port/dressing needs to be reassessed changed per clinical guidelines. The customer believes the problem is with the device as it kept showing full blockage alarm in spite of all the troubleshooting performed. No further information is available.